Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 71 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The customer was also getting different blood glucose readings from their different meters. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08690 inches. Device was programmed and connected to a test glucose meter. Unit received properly from glucose meter the value of 138 mg/dl. Device received with broken off battery tube threads. Device received with cracked case at the display window corners, display window, reservoir tube window, reservoir tube window corners and belt clip slot. Device received with missing end cap sticker and stained back address / serial number label.